Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the cadiere forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken main tube. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure. No additional actions are currently required given that this issue will continue to be tracked per wi (B)(4) (quality data review meetings).

Event description:
A cadiere forceps instrument was returned back to intuitive surgical, inc. (Isi) with no reported issues. It is unknown if a patient was involved with this instrument. There was no reported injury.